Event description:
It was reported that the patients ipg was non-functional. No device malfunction per the physician. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.